Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. Additionally, the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the device was being used during a thoracic case. The advanced hemostasis button was used to seal a vessel and it sealed successfully. The patient was then taken back to the ward and when the patient coughed the seal on the vessel failed, the patient had to be taken back to theatre and reopened to address the bleeding vessel.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested and the following was received: ¿ what is the surgeon experience with device? Medium level, has been using for several years, ¿ what is the width of the compressed vessel or pulmonary artery branch? 5mm ¿ 6mm ¿ what was the power level when taking the branch? Advanced hemostasis ¿ was advance hemostasis mode used? Yes ¿ were there any generator alert screens? No ¿ why does the surgeon believe that bleeding was not associated with the device? The seal intro operatively was strong and complete. As he has not sealed many pa vessels, he questioned his techniques of co morbitdities ¿ what does surgeon believe was the source and cause of bleeding? Unsure, speculative ¿ what was done in secondary procedure to address the bleeding? Patient re admitted to theatre, pa branch ligsted ¿ what is current patient status? Recovering and well ¿ what is the estimated blood loss? Blood transfusion required

Manufacturer narrative:
(B)(4). Date sent: 3/16/2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the exact procedure? What was the approximate size of the vessel where the advance hemo button was used? What is the anatomical name or description of the vessel? Were any generator alert screens seen during the procedure? Was the vessel completely transected only using the advance hemo button? Did the surgeon notice the tone change prior to completing the vessel transection? Was the vessel taken along or in a bundle? Was the vessel skeletonized? Did they achieve adequate homo immediately in the surgical procedure? What was done to address the bleeding in the second procedure? What is the current patient status?